Manufacturer narrative:
No patient information has been provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device was requested to be returned back to livanova (B)(4) for a detailed investigation and repair. Livanova (B)(4) has offered a loaner unit to the user. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t showed an error message during priming. No patient was affected.

Manufacturer narrative:
The pump was returned for further investigation. During the evaluation it was found that the pump motor had a rusty and damaged bearing and motor electronics is defective which led to the reported malfunction.

Event description:
See initial report.